Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an 67 mm in diameter thoracic aortic aneurysm. It was reported that on follow up CT imaging the physician observed a proximal type 1 endoleak at the seal zone. The physician implanted a valiant 42 x 42 x 200 stent graft system extending proximal to the left subclavian artery, resolving the proximal type 1 endoleak. The physician has stated that the cause of the event is related to the patient's anatomy; enlargement of the proximal seal zone. No additional clinical sequelae were reported and the patient is fine.